Event description:
During a procedure for prophylactic im fixation of the left femur, the reamer head broke and the tip of the drive shaft broke off during reaming. The surgeon retrieved the reamer head but noted that one of the prongs broke off. Metal fragments were left in the pt and surgeon opted not to retrieve fragments. Surgeon was unable to determine if the prong from the reamer head or part of the drive shaft was left in the pt, or both. This is one (1) of two (2) reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation could not be completed; no conclusion could be drawn as no device was returned. Review of the manufacturing records has been requested.